Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). The pcb was returned for analysis and investigation was completed on 01sep2025. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 20mm in length and extended from a position 1mm distal of the proximal markerband to 1mm distal of the distal markerband. As per the IFU, the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 80 - 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The balloon was rupture upon six to seventh times at 10 atmospheres for 40-50 seconds and the device was removed.